Event description:
It was reported that the patient had a seroma around the pump and that same side of her abdomen was filling up with fluid. A revision was therefore performed and the pump was moved to the opposite side. The catheter was tunneled from the back to the other side. The patient was not experiencing symptoms of which were reported. It was additionally reported that it was felt that there still may be fluid on top of the device. It was unknown how the patient was doing. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).